Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to the hospital on unknown date. Customer stated that insulin pump started to deliver insulin on its own at night so they had to call the ambulance. The device will not be returned for analysis. Updated narrative: the customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with the blood glucose over 400 mg/dl. It was stated that customer was in the hospital for 3 days due to insulin pump squirting insulin out. Customer went to hospital as blood sugars would not come down. Customer was drinking a lot of orange juice and blood glucose was high. Customer did not mention treatment as blood glucose was starting to go down. Device will not be returned for analysis.